Manufacturer narrative:
Correction: the correct date returned to the manufacturer is may 20, 2016, not may 16, 2016, as initially reported. (B)(4).

Manufacturer narrative:
This report is filed may 23, 2016.

Event description:
Per the clinic, the patient experienced non auditory sensation with device use as well as poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.